Event description:
It was reported the ECG (electrocardiogram) (analyzer) showed ac (alternating current) noise interference on a few occasions. It was also reported the screen is not sensitive. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the programmer and analyzer is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported ac (alternating current) noise interference. No anomalies found. (B)(4) analysis could not confirm the reported screen sensitivity issue. ECG (electrocardiogram) connection on the link electronics module printed circuit board is loose; connector terminal found loose.